Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead; product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: implantable neurostimulator. For report with additional ins related to the event, please reference, regulatory rep #: 3004209178-2018-23449. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s 37714 implantable neurostimulator (ins) reached the end of its service (eos). The rep was not able to check impedances pre-op, but when they switched to the new system, 0-7 contacts were over 10,000 ohms. The contributing factors that led to the issues were unknown. The rep also reported that contacts 0-7 would not fully insert into the new system. To resolve the impedance issues, the system was programmed without using those contacts. The patient was alive with no injury and there were no further complications reported or anticipated.